Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient who had a tha in 4 years ago visited the reporting hospital with a complaint of pain. The x-ray revealed migration of tritanium hemi cluster. White area was noted in the x-ray, as well. Navigation system had been used for the tha in 4 years ago and thus the operation had perfectly completed. The clinical course has been carefully observed and been well during postoperative check-ups. But the pain suddenly appeared. Now, after carefully reviewing the x-rays from post-tha until present, it was confirmed that the migration did progress gradually. The surgeon is considering for the revision in future, but it has not decided so far. The reporter would like to know about the cause of migration and investigation of the cup.